Manufacturer narrative:
The video processor has been returned to intuitive surgical for evaluation and failure analysis is currently in progress. Following completion of the device evaluation, a supplemental medwatch will be submitted including the failure analysis results. Based on the information provided, this complaint is being reported due to the occurrence of a non-recoverable error 95 fault rendering the da vinci system unavailable after the start of a davinci surgical procedure, and subsequently leading to conversion to a laparoscopic procedure.

Event description:
It was reported that during a da vinci surgical procedure, the system displayed a non-recoverable error code 95. The initial reporter indicated that prior to contacting the intuitive surgical technical service engineer (tse) to report this event, the surgeon had already converted the davinci procedure to a laparoscopic procedure. The tse advised the customer to power cycle the system in order to attempt to clear the error; however, the power cycle was unsuccessful. A remote review of the system logs showed multiple error 95 codes indicating the video processor may have been the cause of the reported error. On (B)(4) 2015, an intuitive surgical technical field specialist (tfs) performed a field evaluation of the system. The reported error could not be reproduced; however, it was confirmed during review of the system logs. The tfs resolved the reported error 95 code issue by replacing the video processor. Follow-up with the user facility for additional information confirmed the following: the system had been inspected prior to being used by the customer. The reported error 95 occurred approximately two hours into the davinci procedure. No patient injury occurred as a result of the reported event and the patient did not experience any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video processor (vp) associated with this complaint and completed its investigation. The reported complaint could not be reproduced during testing, but was confirmed during review of the system error logs. The reported complaint of error 95 indicates that a board reported a temperature that was beyond the operating range of the parts. The error in this case is pointing to the video camera interface 2 node in the dual window appliance (dwa). A review of the system error logs showed that the reported error 95 occurred four times on the same day within a 15 minute timespan. The logs also showed an error 833 for video camera interface 1 and 2, which is a warning that the temperature reading is on the high side for these nodes. Probable causes for error 833 include a dirty filter, blockage of the front bezel, or the fan not functioning properly. During inspection of the vp, all three of the abovementioned causes were ruled out; filter was found to be clean, no blockage of bezel was noted, and the fan was functioning as intended. The video processor was functionally tested by installing it onto a test system and running the system overnight in normal idle mode. The reported error 95 was not reproduced during functional testing. The video image appeared to be as intended on both the high resolution stereo viewer and the vision side cart monitor; no anomalies were observed with the image. The vp passed system testing with no problem found. A possible cause may have been that another piece of equipment was placed in front of the vision tower at the customer site and subsequently obstructed the flow of air to the video processor, leading to the error 95 codes being displayed. Although no issues were noted with the returned video processor, the dual window appliance (dwa) board was proactively replaced to address the reported complaint since the error 95 codes had occurred on nodes located on this particular board.